Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual and dimensional inspection was performed on the returned device. The reported core separation was confirmed. The reported difficulty to advance or position through the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a lesion located in the subclavian artery that was heavily calcified and moderately tortuous. During advancement of the guide wire, there was resistance with the very tight stenosis in the artery and the guide wire broke at the subclavian artery. The separated segment was retrieved with surgical access to catch the distal part of the guide wire. The patient was reported to be in good condition. There was no reported adverse patient sequela or a clinically significant delay. No additional information was provided.